Event description:
Complainant alleged that during the medic's set-up of the device for use on a pt, the screen display got very small and was unable to be read. There was no indication of any adverse effect on the pt as a result of the reported malfunction.